Manufacturer narrative:
The device was discarded at the account, and no lot number was provided. The device history record cannot be reviewed. Attempts to gather additional information have not been successful.

Event description:
It was reported that the tubing between the reservoir and the blood bag fell off. None of the 400 mls of collected blood was able to be re-infused. It is unknown if the patient received a blood transfusion from a blood bank, but there were no allegations of adverse consequences associated with this event.